Manufacturer narrative:
Multiple attempts made by tandem technical support to follow up with customer. No further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) event and admitted in the hospital for diabetic ketoacidosis (dka) on (B)(6) 2016. The customer's blood was 317 mg/dl. The customer was treated with intravenous (IV) insulin drip. Tandem technical support confirmed in the pump data that the customer was changing out the supplies every five days.